Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Medwatch number for the related introducer 2015691-2015-02546.

Event description:
As reported, when customer tried to remove this introducer from the patient, a part of it remained inside the pulmonary artery. Despite the risk of thrombosis and micro heart attacks, the customer decided not to remove the missing piece from inside the patient as it was endothelialized. Unfortunately, the sample is not available for evaluation as the hospital discarded it. However, the patient died one week after the extraction of the catheter due to a renal failure unrelated to the stated event.

Manufacturer narrative:
It was incorrectly reported that the patient died of renal failure and was related to medwatch number 2015691-2015-02546. This was incorrectly reported. The patient is alive and this is a separate incident and a different patient.